Event description:
It was reported that a patient underwent a cardiac ablation procedure and as they were opening inventory, and when they opened the qdot micro¿ catheter box, they noticed the plastic on the inside was already opened. The catheter was not used on the patient. No adverse patient consequence was reported.

Manufacturer narrative:
A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, it was observed that the pouch packaging was already open. The potential cause of the packaging issue cannot be determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure and as they were opening inventory, and when they opened the qdot micro¿ catheter box, they noticed the plastic on the inside was already opened. The catheter was not used on the patient. No adverse patient consequence was reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Therefore, section d9 has been updated. A visual inspection of the returned device was performed following j&j procedures. There was no physical damage observed upon inspection. According to the photo provided by the customer, the pouch was observed opened. It was reported that it was noticed that the plastic on the inside was already opened, however, the packaging and the pouch were not returned for analysis. Due to this condition, further investigation was not possible to be performed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pouch issue reported by the customer was confirmed based on the picture provided by the customer. The potential cause of the issue cannot be established. The instructions for use contain (IFU) state the following in the sterilization and use-by date section: do not use the catheter if the packaging or catheter appears damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).